Event description:
145 ml of contrast was used at a flow rate of 1.5ml/sec. The technologist started the injection at the pt's side and noticed swelling at the injection site. The technologist stopped the injection when swelling was noticed; it is estimated that approx 20 ml extravasated. The pt did not complain of any pain and suffered no adverse effect. Dr successfully completed the exam using the pt's other arm.